Event description:
A report was received that the pt has developed a rash, and was running a fever. The physician was concerned that the pt was allergic to a metal component in the device. The pt will be seeing an allergist to determine the cause of the rash.